Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, when the device was used on arteria mesenteric artery from the 1st to 3rd firing, the device was fired without any problem. Then the device was used on the cystic artery at the 4th and 5th firing. The deployed 4th clip could ligate the target tissue properly, but the 5th clip could not ligate the target tissue. When the doctor touched the 5th clip by a forceps, it came off from the target tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.